Event description:
It was reported that when using the bd pyxis¿ es server, the accounts linked had appeared to be removed exactly one month after the last modification in active directory. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-jul-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that user disappeared from pyxis system. The technical support specialist (tss) reviewed the station logs and confirmed the user had invalid credentials. Since the user was already removed from active directory, the issue appears to be related to active directory (ad) unexpectedly removing the account. The station had previously notified the user about password expiration. A voicemail was left explaining that the issue is with active directory (ad) itself. The system functioned as intended after the technical support specialist addressed the issue. D4: unique device identifier not available.